Event description:
The main body graft and both legs were deployed. However, the tfle-14-71 leg graft had a kink in it due to vessel tortuosity. Physician attempted to balloon, but was not successful. A decision was then made to place another manufacturer's stent in the leg graft. This was done successfully.